Event description:
Reportable based on analysis: (B)(4) 2013. It was reported that the device failed to advance to the lesion. A flexima catheter was selected to treat the target lesion located in the hepatic artery. During a percutaneous transhepatic biliary drainage (ptbd) procedure, it was noticed that the device could not advance through the stiff lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is stable. However product analysis revealed that the catheter was separated in two sections and that a portion of the suture is missing.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the flexible cannula and the catheter were returned for analysis. There were no anomalies noted with the cannula. The catheter was separated in two sections. It is broken at approximately 9.3 cm from the hub and approximately 37.2 cm from the pigtail. Only one section of the suture was returned and the suture key was not returned. Resistance was felt while attempting to pass a mandrel through the device's sections due to residue obstructing the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).